Event description:
It was reported that the user was unable to unlock the ilet device, and a firmware update was performed during the call to resolve the issue. Investigation included remote technical troubleshooting and user guidance. Further investigation of this case revealed that the device became responsive after the firmware update and functioned as expected following completion. There was no user reported symptoms, and no reported clinical effects or changes in health status. Outcomes included no impact on the user¿s activities and no need for medical intervention. It was concluded that, based on previously established findings for similar reports, the event was attributable to a device software performance issue that was resolved with a firmware update, with no adverse health effects.